Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that at implant the lead originally measured 2300 ohms, but then the helix was extended and before pocket closure the impedance measured at 900 ohms. One day post implant the lead safety switch (lss) was triggered due to high out of range pacing impedance measurements of 2750 for the right ventricular (rv) lead. When in unipolar the impedance measurement was intermittently greater than 3000 ohms. Oversensing of noise along with high threshold measurements leading to loss of capture (loc) was observed. A revision procedure was performed where the lead was tested with a pacing system analyzer (psa) and yielded noise and loc. There was concern over possible either micro dislodgement or lead fractured. Subsequently, the lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm intermittent high impedance measurements noise and high threshold measurements.

Event description:
This report is being filed to submit the analysis results.